Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. However, based on photographs provided by the reporter it was confirmed that the circuit experienced a bond joint failure where the active exhalation valve met the patient tubing. Ventec reviewed historical complaint data related to broken circuit bond joints and initiated an investigation to determine root cause and identify any further actions to correct the issue and prevent recurrence. It was observed that complaints reporting broken circuits were primarily heated circuits of the non-over molded design. Patient circuits that were in ventec's complaint retention which had previously been reported as having broken bond joints were evaluated by ventec. The ventec engineering team reviewed expected use cases, materials, and conducted additional testing to understand potential root causes and contributing factors. The investigation determined that the root cause of the reported issue was potential degradation of loctite 4601 strength in the polycarbonate/polypropylene connection due to high temperature and near saturation humidity conditions. Ventec had changed the design of the patient circuit to an over-molded connection back in 2020 and is currently being implemented. Ventec also conducted a risk assessment based on reasonably foreseeable sequence of events. That risk assessment concluded overall risk is within acceptable limits. If the glue bond were to break during usage, the vocsn system has leak detection mitigations such as the patient circuit disconnect alarm, low inspiratory pressure alarm, and low minute volume alarm to alert the patient, caregiver and/or medical personnel.

Event description:
It was reported to ventec that the active exhalation valve on a patient circuit (pediatric, active, heated) separated from the patient tubing during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has requested additional information about the patient and the event, however, no response has been received. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, serial number, lot code and UDI number are "unknown," and device manufacturing date shall be left blank.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the active exhalation valve on a patient circuit (pediatric, active, heated) separated from the patient tubing during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has requested additional information about the patient and the event, however, no response has been received. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, section d4, serial number, d4 lot code and d4, UDI number are "unknown", and section h4 (device manufacturing date) shall be left blank. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the active exhalation valve on a patient circuit (pediatric, active, heated) separated from the patient tubing during patient use. There was patient involvement associated with the reported event. There was no patient harm as a result of the reported issue. The reporter advised that medical personnel immediate replaced the broken patient circuit with a new one when the issue was observed. The reporter further advised that they would not be able to provide any additional information about the patient or the event. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, section d4, serial number, d4 lot code and d4, UDI number are "unknown", and section h4 (device manufacturing date) shall be left blank.

Event description:
It was reported to ventec that the active exhalation valve on a patient circuit (pediatric, active, heated) separated from the patient tubing during patient use. There was patient involvement associated with the reported event. There was no patient harm as a result of the reported issue. The reporter advised that medical personnel immediate replaced the broken patient circuit with a new one when the issue was observed. The reporter further advised that they would not be able to provide any additional information about the patient or the event. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, section d4, serial number, d4 lot code and d4, UDI number are "unknown", and section h4 (device manufacturing date) shall be left blank.